Event description:
According to the reporter: after setting with idrive, a doctor found the uncontrollable articulation of the sulu. It was not used for procedure. No patient involvement. No reinforcement material was used.

Manufacturer narrative:
Tracking number: (B)(4).